Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with blank display anomaly due to moisture damage on battery tube. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit received cracked retainer, minor scratched display window, damage keypad overlay texture and scratched case.